Event description:
It was reported that suture spitting and a wound dehiscence occurred post-op from a deltoid triceps transfer procedure. A surgical procedure was performed to remove the mersilene tape. The re-operation occurred in 2001.